Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was noted to have been returned in two segments, with some segments missing. A thorough evaluation of the lead was performed. Visual inspection of the lead noted cuts, missing insulation, electrode separation from the lead body insulation, and blood/body fluid/tissue in the helix housing. Analysis determined that this damage was likely induced during the explant procedure. A resistance test was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
This right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. The low pace impedance and intermittent capture was reproduced when the rv lead was tested on the pacing system analyzer (psa) during the procedure. The rv lead was explanted and no additional adverse patient effects were reported.